Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, below the knee vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was first inflated at 24 atmospheres (atm), however, during second inflation at 20 atm for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.